Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("excessive and abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue") and abdominal pain lower ("severe cramping"). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, fatigue and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, fatigue, genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/pain'), embedded device ('embedded essure coils / coils were in the fallopian tube tissue') and genital haemorrhage ('excessive and abnormal bleeding') in a 35-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo any confirmation test". The patient's medical history included periorbital cellulitis, svt, automobile accident, arthritis rheumatoid, asthma, gerd, stroke and cholecystectomy. Concurrent conditions included overweight, high cholesterol, endometrial biopsy, spondylitis, heart disorder, head injury, knee injury, hand injury, depression, back pain, chronic cervicitis, squamous cell metaplasia, vaginal odor, mood swings, granulation tissue, red blotches and endometriosis of ovary. Concomitant products included ibuprofen (midol) for menstrual cramp, hydromorphone hydrochloride (dilaudid), ketorolac tromethamine (toradol) and sumatriptan succinate (imitrex df) for migraine headache, ondansetron (zofran) for nausea, diclofenac for uti, hormone antagonists and related agents for vaginal haemorrhage and menorrhagia as well as clonazepam (klonopin) since 2017, ezetimibe from 2017 to 2019, folic acid since 2013, hydroxychloroquine since 2013, lorazepam (ativan), methotrexate from 2013 to 2017, morphine, naproxen since 2013 and phentermine hydrochloride (adipex) from 2018 to 2019. In august 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2015, the patient had essure inserted. In november 2015, the patient experienced migraine ("migraines / headaches") and nausea ("nausea") and was found to have weight increased ("weight gain"). In january 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In february 2016, the patient experienced vaginal discharge ("vaginal discharge"). In may 2016, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) - urinary tract"). In march 2017, the patient experienced fatigue ("fatigue"). In april 2017, the patient experienced abdominal pain lower ("severe cramping") and abdominal pain ("abdominal pain"). On (B)(6) 2017, the patient experienced adnexa uteri cyst ("other injury(ies) or complication(s) ¿ paratubal cysts"), 1 year 11 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy,total hysterectomy (uterus and cervix removed) and bilateral salpingectomy on (B)(6) 2017 and hysterectomy on (B)(6) 2017). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, fatigue, vaginal haemorrhage, menorrhagia, urinary tract infection, nausea, dysmenorrhoea, dyspareunia, vaginal discharge and weight increased had resolved, the embedded device, genital haemorrhage, abdominal pain lower, adnexa uteri cyst and abdominal pain outcome was unknown and the migraine was resolving. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri cyst, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted as essure insertion date: (B)(6) 2017. Four coils noted on right side and five on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Pathology test - on an unknown date: surgical pathology specimens: fallopian tube. Left and right fallopian tubes. Final diagnosis: fallopian tubes bilateral: benign bilateral fallopian tube tissue with complete transection of lumen. Paratubal cysts gross description: one tube displays paratubal cysts measuring up to 1.3 cm in greatest dimension. No medical devices are grossly identified. Free floating in the container is a pedunculated paratubal cyst measuring up to 3.1 cm in length and a white-tan portion of slightly firm soft tissue measuring 0.6 x 0.4 x 0.3 cm. Bisected.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming-dysmenorrhea, paratubal cysts, pelvic pain, ankylosing spondylitis, vaginal bleeding. Most recent follow-up information incorporated above includes: on (B)(6) 2019: new pfs and mr received. New events added: embedded essure coils,abnormal bleeding (vaginal, menorrhagia), urinary tract infection, migraines / headaches, nausea, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain and paratubal cysts,plaintiff did not undergo any confirmation test. Outcomes of abnormal bleeding(vagina, menorrhagia),pain, dysmenorrhea (cramping),dyspareunia,vaginal discharge,urinary tract infection,weight gain ,nausea, fatigue were updated to recovered/resolved from unknown and outcome of migraines updated to recovering/resolving from unknown. Reporters,concomitant drugs and concomitant conditions and medical history were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("excessive and abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue") and abdominal pain lower ("severe cramping"). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, fatigue and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, fatigue, genital haemorrhage and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded essure coils / coils were in the fallopian tube tissue'), device expulsion ('migration of essure device location of device: uterus'), pelvic pain ('chronic pelvic pain/pain') and genital haemorrhage ('excessive and abnormal bleeding') in a 35-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo any confirmation test". The patient's medical history included periorbital cellulitis, supraventricular tachycardia, automobile accident, arthritis rheumatoid, asthma, gerd, stroke and cholecystectomy. Concurrent conditions included overweight, high cholesterol, endometrial biopsy, spondylitis, heart disorder, head injury, knee injury, hand injury, depression, back pain, chronic cervicitis, squamous cell metaplasia, vaginal odor, mood swings, granulation tissue, red blotches and endometriosis of ovary. Concomitant products included ibuprofen (midol) for menstrual cramp, hydromorphone hydrochloride (dilaudid), ketorolac tromethamine (toradol) and sumatriptan succinate (imitrex df) for migraine headache, ondansetron (zofran) for nausea, diclofenac for uti, hormone antagonists and related agents for vaginal haemorrhage and menorrhagia as well as clonazepam (klonopin) since 2017, ezetimibe from 2017 to 2019, folic acid since 2013, hydroxychloroquine since 2013, lorazepam (ativan), methotrexate from 2013 to 2017, morphine, naproxen since 2013 and phentermine hydrochloride (adipex) from 2018 to 2019. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced migraine ("migraines / headaches") and nausea ("nausea") and was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2016, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) - urinary tract"). In (B)(6) 2016, the patient was found to have blood cholesterol increased ("high cholesterol"). In (B)(6) 2016, the patient experienced anxiety ("anxiety") and depression ("depression"). In (B)(6) 2017, the patient experienced fatigue ("fatigue"). In (B)(6) 2017, the patient experienced abdominal pain lower ("severe cramping") and abdominal pain ("abdominal pain"). On (B)(6)2017, the patient experienced adnexa uteri cyst ("other injury(ies) or complication(s) ¿ paratubal cysts"), 1 year 11 months after insertion of essure. In (B)(6) 2018, the patient experienced back pain ("back pain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy, total hysterectomy, endometrial biopsy, bilateral salpingectomy,total hysterectomy (uterus and cervix removed) and bilateral salpingectomy on (B)(6) 2017 and hysterectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, device expulsion, genital haemorrhage, abdominal pain lower, anxiety, depression, back pain and blood cholesterol increased outcome was unknown, the pelvic pain, fatigue, vaginal haemorrhage, heavy menstrual bleeding, urinary tract infection, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased, adnexa uteri cyst and abdominal pain had resolved and the migraine was resolving. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri cyst, anxiety, back pain, blood cholesterol increased, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, heavy menstrual bleeding, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted as essure insertion date: (B)(6) 2017 - removal of tubes; no coils found; (B)(6) 2017 removal of uterus and cervix. Four coils noted on right side and five on the left. Complications from your essure removal procedure: coils were not found, doctor recommended hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Pathology test - on an unknown date: surgical pathology specimens: fallopian tube. Left and right fallopian tubes. Final diagnosis: fallopian tubes bilateral: benign bilateral fallopian tube tissue with complete transection of lumen. Paratubal cysts gross description: one tube displays paratubal cysts measuring up to 1.3 cm in greatest dimension. No medical devices are grossly identified. Free floating in the container is a pedunculated paratubal cyst measuring up to 3.1 cm in length and a white-tan portion of slightly firm soft tissue measuring 0.6 x 0.4 x 0.3 cm. Bisected.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming-dysmenorrhea, paratubal cysts, pelvic pain, vaginal bleeding. Most recent follow-up information incorporated above includes: on 29-apr-2021: mr received. Reporter's information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded essure coils / coils were in the fallopian tube tissue'), device expulsion ('migration of essure device location of device: uterus'), pelvic pain ('chronic pelvic pain/pain') and genital haemorrhage ('excessive and abnormal bleeding') in a 35-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo any confirmation test". The patient's medical history included periorbital cellulitis, svt, automobile accident, arthritis rheumatoid, asthma, gerd, stroke and cholecystectomy. Concurrent conditions included overweight, high cholesterol, endometrial biopsy, spondylitis, heart disorder, head injury, knee injury, hand injury, depression, back pain, chronic cervicitis, squamous cell metaplasia, vaginal odor, mood swings, granulation tissue, red blotches and endometriosis of ovary. Concomitant products included ibuprofen (midol) for menstrual cramp, hydromorphone hydrochloride (dilaudid), ketorolac tromethamine (toradol) and sumatriptan succinate (imitrex df) for migraine headache, ondansetron (zofran) for nausea, diclofenac for uti, hormone antagonists and related agents for vaginal haemorrhage and menorrhagia as well as clonazepam (klonopin) since 2017, ezetimibe from 2017 to 2019, folic acid since 2013, hydroxychloroquine since 2013, lorazepam (ativan), methotrexate from 2013 to 2017, morphine, naproxen since 2013 and phentermine hydrochloride (adipex) from 2018 to 2019. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced migraine ("migraines / headaches") and nausea ("nausea") and was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2016, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) - urinary tract"). In (B)(6) 2016, the patient was found to have blood cholesterol increased ("high cholesterol"). In (B)(6) 2016, the patient experienced anxiety ("anxiety") and depression ("depression"). In (B)(6) 2017, the patient experienced fatigue ("fatigue"). In (B)(6) 2017, the patient experienced abdominal pain lower ("severe cramping") and abdominal pain ("abdominal pain"). On (B)(6) 2017, the patient experienced adnexa uteri cyst ("other injury(ies) or complication(s) ¿ paratubal cysts"), 1 year 11 months after insertion of essure. In (B)(6) 2018, the patient experienced back pain ("back pain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy, total hysterectomy, endometrial biopsy, bilateral salpingectomy,total hysterectomy (uterus and cervix removed) and bilateral salpingectomy on (B)(6) 2017 and hysterectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, device expulsion, genital haemorrhage, abdominal pain lower, anxiety, depression, back pain and blood cholesterol increased outcome was unknown, the pelvic pain, fatigue, vaginal haemorrhage, menorrhagia, urinary tract infection, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased, adnexa uteri cyst and abdominal pain had resolved and the migraine was resolving. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri cyst, anxiety, back pain, blood cholesterol increased, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted as essure insertion date: (B)(6) 2017 - removal of tubes; no coils found; (B)(6) 2017 removal of uterus and cervix. Four coils noted on right side and five on the left. Complications from your essure removal procedure: coils were not found, doctor recommended hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Pathology test - on an unknown date: surgical pathology specimens: fallopian tube. Left and right fallopian tubes. Final diagnosis: fallopian tubes bilateral: - benign bilateral fallopian tube tissue with complete transection of lumen. - paratubal cysts. Gross description: one tube displays paratubal cysts measuring up to 1.3 cm in greatest dimension. No medical devices are grossly identified. Free floating in the container is a pedunculated paratubal cyst measuring up to 3.1 cm in length and a white-tan portion of slightly firm soft tissue measuring 0.6 x 0.4 x 0.3 cm. Bisected. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming-dysmenorrhea, paratubal cysts, pelvic pain, vaginal bleeding. Most recent follow-up information incorporated above includes: on 20-sep-2019: pfs received- new events anxiety, depression, migration of essure device location of device: uterus, endometrial biopsy, back pain and high cholesterol were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded essure coils / coils were in the fallopian tube tissue'), device expulsion ('migration of essure device location of device: uterus'), pelvic pain ('chronic pelvic pain/pain') and genital haemorrhage ('excessive and abnormal bleeding') in a 35-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo any confirmation test". The patient's medical history included periorbital cellulitis, supraventricular tachycardia, automobile accident, arthritis rheumatoid, asthma, gerd, stroke and cholecystectomy. Concurrent conditions included overweight, high cholesterol, endometrial biopsy, spondylitis, heart disorder, head injury, knee injury, hand injury, depression, back pain, chronic cervicitis, squamous cell metaplasia, vaginal odor, mood swings, granulation tissue, red blotches and endometriosis of ovary. Concomitant products included ibuprofen (midol) for menstrual cramp, hydromorphone hydrochloride (dilaudid), ketorolac tromethamine (toradol) and sumatriptan succinate (imitrex df) for migraine headache, ondansetron (zofran) for nausea, diclofenac for uti, hormone antagonists and related agents for vaginal haemorrhage and menorrhagia as well as clonazepam (klonopin) since 2017, ezetimibe from 2017 to 2019, folic acid since 2013, hydroxychloroquine since 2013, lorazepam (ativan), methotrexate from 2013 to 2017, morphine, naproxen since 2013 and phentermine hydrochloride (adipex) from 2018 to 2019. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced migraine ("migraines / headaches") and nausea ("nausea") and was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2016, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) - urinary tract"). In june 2016, the patient was found to have blood cholesterol increased ("high cholesterol"). In (B)(6) 2016, the patient experienced anxiety ("anxiety") and depression ("depression"). In (B)(6) 2017, the patient experienced fatigue ("fatigue"). In (B)(6) 2017, the patient experienced abdominal pain lower ("severe cramping") and abdominal pain ("abdominal pain"). On (B)(6) 2017, the patient experienced adnexa uteri cyst ("other injury(ies) or complication(s) ¿ paratubal cysts"), 1 year 11 months after insertion of essure. In (B)(6) 2018, the patient experienced back pain ("back pain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy, total hysterectomy, endometrial biopsy, bilateral salpingectomy,total hysterectomy (uterus and cervix removed) and bilateral salpingectomy on (B)(6) 2017 and hysterectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, device expulsion, genital haemorrhage, abdominal pain lower, anxiety, depression, back pain and blood cholesterol increased outcome was unknown, the pelvic pain, fatigue, vaginal haemorrhage, heavy menstrual bleeding, urinary tract infection, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased, adnexa uteri cyst and abdominal pain had resolved and the migraine was resolving. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri cyst, anxiety, back pain, blood cholesterol increased, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, heavy menstrual bleeding, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted as essure insertion date: (B)(6) 2017 - removal of tubes; no coils found; (B)(6) 2017 removal of uterus and cervix. Four coils noted on right side and five on the left. Complications from your essure removal procedure: coils were not found, doctor recommended hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Pathology test - on an unknown date: surgical pathology specimens: fallopian tube. Left and right fallopian tubes. Final diagnosis: fallopian tubes bilateral: benign bilateral fallopian tube tissue with complete transection of lumen. Paratubal cysts. Gross description: one tube displays paratubal cysts measuring up to 1.3 cm in greatest dimension. No medical devices are grossly identified. Free floating in the container is a pedunculated paratubal cyst measuring up to 3.1 cm in length and a white-tan portion of slightly firm soft tissue measuring 0.6 x 0.4 x 0.3 cm. Bisected. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 11-jan-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.